Event description:
The reporter stated that she got an er1 message. She retested and got a reading in the "400's". She had been experiencing high blood sugars for awhile. She stated that the confirmation dot matched the 350 mg/dl range on vial color chart. She consulted with her doctor regarding high blood sugars. No symptoms were reported. No harm alleged. The lifescan representative reviewed coding, sample application, storage of strips and use of control solution with the reporter.